Manufacturer narrative:
Arjo received a customer complaint for enterprise 9000x bed. Following the information provided the enterprise 9000x bed was found with damaged side rail. Based on photographic evidence provided, the side rail lower arm was detached from the bed frame and one of the two upper arms was broken in two pieces. It was indicated that the issue was found during the first use of the bed and then clarified that was found before the first use. No patient involvement was reported. No injuries occurred. Based on the available information, the root cause of the investigated issue cannot be determined. The customer did not provide any information regarding the damage to the packaging. No anomalies were found in the documentation related to the involved enterprise 9000x before the bed was dispatched. Arjo device failed to meet its performance specification since the side rail was detached. The bed was not used for a patient treatment when the malfunction occurred. The complaint was assessed as reportable due to the side rail detachment. The issue was detected before the first use and no injury was reported.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
Arjo received a customer complaint for enterprise 9000x bed. Following the information provided enterprise 9000x bed was found with damaged side rail. Based on photographic evidence provided, the side rail lower arm was detached from the bed frame and upper arm was broken. The issue was found during the first use of the bed. However, no patient involvement was reported. No injuries occurred.